Manufacturer narrative:
H6: investigation summary in response to the event reported a device history review was conducted for lot number 3019738. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient underwent enhanced CT examination in the (B)(6) . During the inspection, due to excessive injection pressure, the heparin cap of the indwelling needle fell off and the drug flowed out. After going to the scene to find out, it was the leakage caused by an operation error, which did not cause any injury to the patient, and it was dealt with properly.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient underwent enhanced CT examination in the department of radiology. During the inspection, due to excessive injection pressure, the heparin cap of the indwelling needle fell off and the drug flowed out. After going to the scene to find out, it was the leakage caused by an operation error, which did not cause any injury to the patient, and it was dealt with properly.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.